Manufacturer narrative:
Additional information was received that an invasive procedure was performed. The device was explanted and replaced. It was noted that with the previous device, shock impedance measurements were greater than 125 ohms, however, with the replacement device, shock impedance measurements were greater than 200 ohms and increased threshold measurements were observed. An issue was suspected with the distal coil of the lead. The lead was initially surgically abandoned and replaced.

Event description:
Boston scientific received information that shock impedance measurements for this implantable cardioverter defibrillator (ICD) and implantable defibrillation lead had trended up from 42 ohms at implant to 93 ohms to a high out of range shock impedance measurement greater than 125 ohms. No adverse patient effects were reported.

Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
Additional information was received that a device and lead replacement procedure was planned for a date in the future. No adverse patient effects were reported.

Event description:
--

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.